Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: tube cev6795b dia 5mm 310mm, 510k: k993655, lot# 131203 manufacture date: december 2013 bipolar insert cev634-1a mouiel, 510k: k993655, lot# 140104, manufacture date: january 2014. No patient involvement. Burn of device or device component. The product analysis of handle cev669b dia 5mm ang bipolar found that the black plastic part is burnt at the connection. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). Analysis of concomitant device tube cev6795b dia 5mm 310mm found no fault or non-conformity. Analysis of concomitant device bipolar insert cev634-1a mouiel found that the insert is on short circuit. The electrical tests failed. After disassembly, it appears that the electrical leak comes from a defect of coating under the tube on one of the wires. Considering the localization of the defect -under the tube- the risk for the patient or the user is very low.

Event description:
It was reported there was a ¿burn smell after the plugging to the generator of the operating room."